Event description:
It was reported that a spectrum iq infusion pump had small hole in the plug caused by the plug shorting out during an unspecified process step. During follow up with the reporter it was also stated that a nurse experienced a minor shock while touching the plug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Photographs of the reported condition were provided by the customer and it appears like it was caused by heat damage. There may have been some fluid in contact with the prongs of the power adapter.' The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.